Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
After review of medical records, the patient was revised to address pain, metallosis/trunionosis, recurrent dislocations and elevated metal ions. Revision notes reported a large psuedocapsule consistent with metallosis/trunionosis, extensive tissue necrosis was encountered and scar tissues were circumferentially debrided and significant damage to the hip abductors. It was also stated that the patient sustained 4 dislocations in the course of the last 6 weeks. Metal ion levels were above 7 ppb. Doi: (B)(6) 2009; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: unavailable. Depuy synthes has been informed that the catalog number and lot number is not available.

Event description:
Patient was revised to address dislocation. Trunionosis and metal debris were also noted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient was revised to address dislocation. Trunionosis and metal debris were also noted. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update sep 12, 2017: litigation record received. Litigation alleges pain grinding of her hip joint, clicking, popping, pain, difficulty walking, instability, physical limitations, infection and elevated cobalt and chromium levels in the blood. There are no medical records provided. Added complainant information. This complaint was updated on: oct 09, 2017.